Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
T-wave oversensing was seen on the device that couldn't be programmed around. The associated ICD was explanted and replaced. The pace/sense portion of this lead was capped and a brady lead was added to it for pace/sense function. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.